Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while cutting off the interpulmonary fissure during an endoscopic pulmonary lobectomy, the stapler was able to fire but there was poor staple formation and an incomplete central staple line. After the staples were fired, part of the staples did not close and they were upright. Since the product was disinfected, they only could see a part of upright staples and most of the staples were missing. They replaced the device with a new gun and a new reload to complete the operation. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The reported condition for this incident was incomplete staple line. Visual inspection of the cartridge revealed that the loading unit was partially fired to the 2.5 and 3.5 cm line and the anvil clamping mechanism was deformed. Functional testing of the loading unit found no abnormalities. Records from each manufacturing lot are thoroughly re-viewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur under the following conditions. Firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, stap les may not form properly, and tissue may not be fully transected. The in-formation booklet which accompanies each product shipment offers the following as a warning and precaution. Pre-operative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of devices. The reported condition for this incident was incomplete staple line. Visual inspection of the cartridges revealed that the loading units were partially fired to the 2.5 and 3.5 cm line and the anvil clamping mechanisms were deformed. Functional testing of the loading units found no abnormalities. Records from each manufacturing lot are thoroughly re-viewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur under the following conditions firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The in-formation booklet which accompanies each product shipment offers the following as a warning and precaution. " pre-operative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. ¿the root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.